Manufacturer narrative:
(B)(6).

Event description:
It was reported that the top thread on the anchor broke off during insertion. The anchor was left in the patient because it was securely anchored to the bone. As the surgeon tried to tie the sutures, they broke.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and no relevant clinical information was received to assist in the evaluation. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.